Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: (B)(6): user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 21-apr-2025 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the tests result obtained of 46 mg/dl. The customer¿s expected fasting blood glucose test result range is 84-134 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2025, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2026 and open vial date is (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 150mg/dl date:04/03 time 7:41am fasting. Result 2: 115mg/dl date:04/02 time: 8:30am fasting. Result 3: 103mg/dl date:04/01 time: 9:46am fasting. Result 4: 46mg/dl date:04/01 time: 8:42am fasting. Result 5: 111mg/dl date: 03/31 time: 9:10am fasting.

Manufacturer narrative:
Sections with additional information as of: 18-june-2025. D9: device returned to manufacturer. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was returned for evaluation. "Reported defect not reproduced on returned meter. Product evaluation has been completed. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value.